Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and reservoir compartment had damage. Customer's blood glucose level was 180 mg/dl. Customer reported that the insulin pump was acting weird for a while now. Customer reported that he tried to give his self a bolus and he did not got any alerts or issue when he applied the bolus but he felt like the pump was not gave him insulin because his blood glucose remains the same. Customer reported that reservoir was not able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken battery tube threads and broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).